Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced low blood glucose of 38 mg/dl. The customer was treated for the low blood glucose by the help of a physician. The mother declined assistance from the help line and troubleshooting the issue.